Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette tubing where it connects to the catheter during an unknown phase of pd treatment. The patient's contact reported receiving unknown alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient's contact was advised to follow up with the peritoneal dialysis nurse (pdrn). Upon follow up, the patient's contact reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient¿s contact indicated that they woke up to an unknown alarm and observed that the patient¿s shirt was wet where the line connects to the catheter. They cleared the alarm and returned to sleep. They woke up at 4am and noticed the set was leaking near the connection to catheter. They attempted to reach their pdrn but there was no answer. They disconnected the set and went to the emergency room (ER). The hospital staff was unsure how to handle the set. While waiting at the ER the pdrn called the patient and informed them that they should not have disconnected. The patient was returned home that same day and was not admitted. The patient did not receive any treatment or medical intervention at the ER. The same day at the clinic the patient was treated with one dosage of prophylactic antibiotics via intraperitoneal (ip) administration (type and strength unknown). The cassette lot number was unavailable because it was discarded. No sample is available for return for physical evaluation by the manufacturer.